Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: the reported event of the modular cable detaching while the patient was sleeping was unable to be confirmed. The submitted log files were reviewed, and all of the captured data appeared to show the modular cable operating as intended. No driveline disconnect alarms were observed withing the log files. The heartmate 3 vad modular cable was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the mod cable being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their modular cable detach while they were sleeping. It is not known how long the patient was disconnected. The patient's girlfriend called the police. The patient claims they did not hear any alarms. The clinic noted there appeared to be no external power alarms on (B)(6) 2025. Log file review revealed no indication the modular cable was disconnected. The low power / no external power alarm, and other associated alarm types appear to be caused by a weak connection between the batteries and the battery clips. These alarms likely occurred while the patient was sleeping and may be related to the patients sleeping position.